Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Statement from manufacturer: referring to bbm qm investigation result, blockage complaints are addressed in capa1387 for all gluing blockages and capa1475 for all blockages other than gluing. We assess this complaint to be justified.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (filled) easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. We detected no damages or other deviations. In as-received condition the white clamp was closed and the original wing cap was handed over from the customer. Further on, we detected liquid at the filling port (lli-cone) of the sample. Afterwards the sample was taken to a functional test respectively a leak test was carried out. After starting the pump (opening the white clamp) and waiting for 60 minutes the pump did not work (solution was not running). Leakages were not detected on the sample. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): pump did not start.